Event description:
The lay reprtter/granddaughter contacted lifescan (lfs) in 2006 alleging the pt's ultra meter ahd been displaying an apply sample icon. The pt tested her blood glucose in the morning and meter displayed the apply sample icon and claims that the apply sample icon was blinking. The pt states she was experiencing frequent urination, nervousness and had a headache at the time of testing. The granddaughter then took the pt to the hosp an hr and thirty mins later where her blood gluocse was 460 mg/dl and was treated with insulin injection and an IV. The pt had applied sufficient amount of blood on the test strip and the meter still did not display a blood glucose reading. Customer care agent (cca) had the pt retest using the subject test strips and a new vial of test strips and the meter still showed the apply sample icon. Cca was unable to resolve the issue and sent the pt a replacement meter.